Manufacturer narrative:
Section a2: age and/or date of birth: not applicable, as there was no patient contact. Section a3a: sex: not applicable, as there was no patient contact. Section a3b: gender: not applicable, as there was no patient contact. Section a4: weight: not applicable, as there was no patient contact. Section a5: ethnicity: not applicable, as there was no patient contact. Section a6: race: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a single piece preloaded monofocal intraocular lens (iol) was torn or the haptic part was broken. Additional information was received and stated that the malfunction was observed prior to insertion. There was no patient injury. The iol and cartridge did not touch the eye. A backup iol of the same model was used as a replacement to complete the procedure. The product is not available to return since customer stated that they don't have it. No further information was provided.